Event description:
Patient is a retired military vet who had bilateral hip replacement surgery in 2004 with dr. (B)(6). The place of surgery was (B)(6). In 2005, the patient began complaining about radiating pain, lack of mobility, constant hip locks, and inflammation. Symptoms have been on-going for twenty years. During follow-up appointments (beginning months after the initial surgery) he shared his symptoms but because x-rays showed the system was intact no one wanted to perform a revision surgery, only physical therapy. The depuy-pinnacle hip replacement system has altered the active lifestyle that the patient was accustomed to living prior to implantation. Patient was assured that his mobility wouldn't be drastically altered after the surgery which was why he wasn't oppose to having the surgery at such an early age. Patient feels the marketing targets younger individuals with the hope of no drastic change in mobility. Patient states that the system has been recalled in the last couple of years. A physician finally agreed to have his right hip revised two years ago & will have the left hip revised next week. Pt codes: 2672, 2544, 4561, 1932. Device code: 2993. Ref report: mw5177769.